Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 85" texium set 20dp inline dp 1 ysite experienced air in line. The following information was provided by the initial reporter: while using a line back priming procedure the screen in the drip chamber was seen to block air from evacuating into the drip chamber.

Manufacturer narrative:
H6: investigation summary it was reported by customer that the drip chamber was seen to block air from evacuating into the drip chamber. This created a situation within the IV line in which the air set off air-in-line alarms. However, no further investigation was performed since no sample was received for evaluation. It was only carried out a complaint and qns trend review to identify any situation related to air in line, nevertheless nothing was found. Root cause definition no root cause definition was determined due to defect was not able to be confirmed since no sample was received for evaluation and without lot number is not possible to confirm if change were made to production line. The customer did not provide a sample for evaluation and lot number.

Event description:
It was reported that the bd 85" texium set 20dp inline dp 1 ysite experienced air in line. The following information was provided by the initial reporter: while using a line back priming procedure the screen in the drip chamber was seen to block air from evacuating into the drip chamber.